Event description:
While implementing field change orders (fco's) on the device, a philips bench technician noted bent battery pca pins. There was no patient involvement as this was noted during servicing.